Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the device would not work with an atrial lead; however, it was noted that both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was not working with the external pulse generator (epg); new leads did not resolve the problem. The epg has been returned for repair. There was no patient involvement.